Event description:
It was reported that during a sleeve gastrectomy procedure on the first firing of the device four to six staples on the inner most row of staples on the patient side did not form. These few staples had straight legs and had not touched the anvil. These staples were located at approximately the 45mm mark. The surgeon removed some of the un-formed staples. The device was using a black cartridge. After this, the device was fired five times with a green reload with buttressing without issue. The case was completed by over sewing the staple line. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis results showed that an ecr60t cartridge reload was received. The reload was received in good visual condition and fully fired. No functional test could be performed due to the condition of the reload. Event could not be confirmed as no device was returned for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. On what tissue type was the device used? Stomach. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? First. What color cartridge was being used? Black. What other color cartridges were used before and after this event? None. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No.